Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had corrosion/material inside the reservoir. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation in good condition. No physical damage or adulteration. The return tube was found to have a crack and an obsolete membrane switch. There are some types of foreign materials observed in the reservoir, and pump manifold. After disassembling the heaters from the silicone tubing, I found heater #1 to be rusted on the inside, heater #2 looked like there was only patina on the inside. Visual inspection performed. Also had to disassemble some components for further investigation. The customer's reported problem was verified as there is visual evidence of foreign material in the reservoir and pump manifold. However, the root cause could not be determined for the rust in heater #1. Replaced both heaters and the device passed all tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.